Event description:
(B)(4). Provided by (B)(6), low back pain, hip pain, knee pain right side, itching, low libido, sexual dysfunction, mood swings, brain fog, abnormal period/brown for first 3 days, then heavy bleeding for 5 days, constipation, metal taste in back of throat, allergies, urine order/leakage, headaches, low blood pressure drops/dizziness, cysts/boils in under arm, vitamin deficiency d anemia.